Manufacturer narrative:
This is the second additional surgery underwent by the patient. In fact, the patient had already fell and fractured her femur. The surgeon cabled the fracture. No medacta product was revised at this time. Then, the patient came in for a revision of the stem. Batch review performed on 13 november 2017: lot 161423: (B)(4) items manufactured and released on 09 june 2016. Expiration date: 2021-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 03 november 2017: revision surgery occurred 7 months after primary cementless total hip arthroplasty. According to the report, the patient fell during the walking re-education period of time and fractured the femur. During reoperation, the stem was left in place but mobilized some weeks later. No reason to suspect that this event is due to a faulty device.

Event description:
On (B)(6) 2017 the patient came in for a revision of the stem as it had become loose. The surgeon revised the stem, head and liner. The surgery was completed successfully.